Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. Blood was noted in/on the helix/lobe mechanism and sleeve head. Tissue was noted on the helix and the lead appeared to have been damaged at implant.

Event description:
It was reported that the right ventricular lead was difficult to position and the helix was not operating as expected. The lead was removed from the patient and tissue was noted on the helix. A different lead was implanted. No patient complications were reported as a result of this event.